Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints on this lot number. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, during implantation a part of the tubing was noted to have a plastic ridge on the outside, like a burring of sort. The surgeon cut off that portion of the tubing then implanted the device.